Manufacturer narrative:
This report is submitted on may 24, 2024.

Event description:
Per the clinic, the patient experienced skin redness and itchiness at the implant site on (B)(6) 2022 (specific date not reported). In (B)(6) 2022 (specific date not reported), the patient also experienced pain and inflammation at the implant site. Subsequently, the device was explanted on (B)(6) 2023 . It is unknown if there are plans to reimplant the patient as of the date of this report.